Manufacturer narrative:
H.6. Investigation summary: one sample received for investigation. Upon observation, the plunger is damaged. Additionally retention samples were evaluated for this defect. The results obtained in the samples of retention for visual and dimensional tests were satisfactory with no damage observed in the plunger of the syringe. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The damage to the plunger can be due to the mismatch in the input disc causing the damage. Maintenance order will be implemented.

Event description:
It was reported that a bd plastipak¿ syringe with disposable needle had a damaged plunger. Customer¿s verbatim: ¿ damaged plunger. ¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a bd plastipak syringe with disposable needle had a damaged plunger. Customer¿s verbatim: ¿ damaged plunger. ¿